Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). Correction: it was initially reported that the device would not be returning for analysis; however, the device was returned. The device was returned and the reported tip detachment was confirmed. The difficulty removing was not tested as it was based on case circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the supera instruction for use states: important: confirm under fluoroscopy that the entire supera stent has fully emerged from the outer sheath (5) and is released. Additionally, the removal procedure section instructs: under fluoroscopy, remove the device from the guide wire and evaluate the improved luminal quality of the treated area. Based on the information reviewed, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device.

Event description:
Subsequent to the initial report, the following information was provided: the stent was explanted during surgery. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a mildly calcified lesion in the femoral artery. Pre-dilatation was performed with a 5.0 balloon. The 5 x 80 mm supera veritas stent system was advanced and the stent was fully deployed; however, during removal, the tip of the stent system detached and became lost. There was no resistance noted during removal of the stent system. The patient was sent to surgery for removal of the tip. The patient was confirmed to be doing well. It was noted that fluoroscopy was not used during the procedure. No additional information was provided.